Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Basic evaluation patient stated that wires came out when she urinated and whipped herself. Patient stated she felt a "jolt" and pain by site area.